Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) and the reported events could not be conclusively established through this evaluation. Additionally, the report of a low flow alarm could not be confirmed as no log files were provided by the account for review. A specific cause for this event could not be conclusively determined. (B)(6) was returned assembled with the driveline (dl) fully intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port; however, the sealed outflow graft and bend relief had been severed close to their hardware. The remainder of the sealed outflow graft and bend relief material was not returned. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device had low flow alarms on (B)(6) 2020 and that the patient was admitted. The patient's status was checked and there was a massive leak in the aortic valve and the patient had ventricular fibrillation and had an electrical shock on (B)(6) 2020. The team decided to change the patient's aortic valve by a tavi procedure on (B)(6) 2020. The patient was in the operating room to change their aortic valve and during the anesthesic induction the patient went into cardiac arrest. The patient expired due to cardiac arrest. The device will be returned for evaluation.